Event description:
The reporter stated the device "came apart at the peripheral draw site." There was no patient injury or treatment reported with this event.

Manufacturer narrative:
Samples have not been received from the customer. Smiths is unable to confirm the issue or determine a cause without returned product evaluation. The device history could not be reviewed without a reported lot number as a reference. Review of the complaint database indicates this is the only reported complaint for this product code in the past 24 months. No additional action is necessary at this time. Smiths considers this MDR closed with this report.